Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other devices referenced with the same reported issue are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was achieved at the 10 o'clock position with a prostyle device using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a second prostyle device was attempted; a cuff miss was noticed at the 2 o'clock position. Six other prostyle devices were used with the same result. A new prostyle suture was preplaced at the 12 o'clock position. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.